Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04april2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The manufacturer¿s field service engineer (fse) replaced the defective user interface and calibrated the unit to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported touchscreen failure. The touchscreen does not respond to touch in upper right side of unit and calibration failed. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified, estimate used.